Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information kidney, liver and lungs cancer. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information kidney, liver and lungs cancer. The device was returned to the manufacturer center for further evaluation. During the evaluation of the device at the manufacturer centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer centre. There was 0 error code found. The manufacturer center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation. Box e, box d and box h has been updated.